Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept her up all night alarming for low sensor glucose readings and the threshold suspend. Customer has been getting low sensor glucose readings since she inserted the sensor last night. Customer's current blood glucose value is 102 mg/dl. Customer's current sensor glucose value is 52. Difference between readings is not within an acceptable range. Customer stated that the sensor has been in place for less than 1 day. Customer has calibrated 4 times since inserting the sensor last night. Customer was advised to treat based off the blood glucose reading and not the sensor glucose reading. Customer was advised to turn the sensor feature off for 2-4 hours and then turn it back on. Customer was then advised to attempt to calibrate again from there. If issue continues, customer was advised to call back to get a replacement sensor.